Manufacturer narrative:
This is 2 of 2 reports. The subject device is not available.

Event description:
It was reported that during the coil embolization procedure, the second coil got entangled in the first coil (subject device). Both coils were removed together with microcatheter. The procedure was continued with other coils and microcatheter. No clinical consequences to the patient was reported.

Manufacturer narrative:
PMA/510(k)#: "the previous 510k file is not as the unique part number of the subject device is unknown".

Event description:
It was reported that during placement of the second coil in the anterior communicating artery aneurysm (a-com) the coil became entangled in the first implanted coil (subject device). The physician removed both coils together with microcatheter and continued the procedure with other coils and microcatheter. No clinical consequences to the patient was reported.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. However, a review and analysis of all available information cannot determined the exact cause for the reported event.

Event description:
It was reported that during placement of the second coil in the anterior communicating artery aneurysm (a-com) the coil became entangled in the first implanted coil (subject device) . The physician removed both coils together with microcatheter and continued the procedure with other coils and microcatheter. No clinical consequences to the patient was reported.